Event description:
Consumer alleges he sustained a 3rd degree burn to his lower back from his heating pad.

Manufacturer narrative:
Heating pad showed signs of abuse by the consumer in the form of severe bunching/crushing, which is a violation of the instructions and warnings provided with the product. This incident is the direct result of consumer abuse / misuse of the product. See scanned page.